Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records of the explanted devices found them to be satisfactory. This is the final report.

Event description:
A report was received that the patient was explanted due to an infection at the lead site. The patient's symptom was drainage at the site. The physician believes that the infection was due to the procedure. No further information was able to be obtained from the explanting physician at this time.